Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited varying capture thresholds. No interventions or changes were reported. The patient's condition was unknown.